Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to diabetes ketoacidosis. The blood glucose reading was 541 mg/dl. The customer was experiencing unexplained high glucose for (B)(6). The customer's most recent glucose reading was 176mg/dl, and she has been treated with manual injections and an insulin drip while staying at the hospital. Troubleshooting was performed. The programming, time, and date were correct. Ran a fixed prime and high pressure test and the tests passed. No further info was provided.